Manufacturer narrative:
An inspection of the device performed by the arjo technician revealed that the control panel is faulty. The investigation is ongoing and further information will be provided upon conclusion of the investigation.

Event description:
During the visit at the customer an arjo service technician was notified about two events with involvement of the same system 2000 bath. It was reported that while a patient was sitting on the alenti bath lift placed in the bath, the bath dropped on its own without any user interaction. There was no injuries sustained as a consequence. The second event was registered under MDR 3007420694-2024-00055.

Manufacturer narrative:
The investigation is ongoing and further information will be provided upon conclusion of the investigation.

Manufacturer narrative:
During the visit at the customer an arjo service technician was notified about two events with involvement of the same system 2000 bath. It was reported that while a patient was sitting on the alenti bath lift placed in the bath, the bath dropped on its own without any user interaction. There was no injuries sustained as a consequence. The second event was registered under MDR 3007420694-2024-00055 (registered under the record (B)(4)). The device inspection performed by the arjo technician confirmed the control panel failure. It was found that the control panel button got stuck and a short circuit occurred. The bathtub lowering valve turned off and caused the bathtub to lower slowly. There was no water inside the control panel and no mechanical damages were observed. The faulty part was replaced. Based on the information received during the course of the investigation, the exact cause of the failure was not established. The complaint was initially assessed as reportable due to the information indicating the bath dropped. However, after receiving additional information, the bath lowered slowly. No direct risk for a patient was identified. Based on a review of post-market surveillance data, it was determined that the complaint did not meet the reporting criteria. The review showed that the unintended slow lowering of the bathtub during use has not caused or contributed to death or serious injury in the past, and if this type of event were to occur again, it is unlikely to cause or contribute to serious injury or death. Taking all the facts into account, this complaint is deemed not reportable to competent authority. Arjo will not be reporting future complaints of this type. However, arjo will continue monitoring the complaints and report any events in which death and/or serious injury occurred that arjo device contributed to.